Event description:
It was reported that the device layer was fractured. The target lesion was located in the liver. A renegade hi-flo fathom system was selected for use. During preparation, it was noted that the device layer was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub and shaft were visually inspected when returned. The device showed stretching and a fracture at the tip area of the shaft located 131.5cm from the hub to the tip. There was a kink noticed 36.5cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for stretching and a fractured shaft.

Event description:
It was reported that the device layer was fractured. The target lesion was located in the liver. A renegade hi-flo fathom system was selected for use. During preparation, it was noted that the device layer was fractured. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.